Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the during a follow-up visit, the pacemaker was unable to be interrogated and a code displayed indicating the device was in safety mode. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal and decreased during telemetry. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting and the clinically observed reversion to safety mode operation.

Event description:
It was reported that the during a follow-up visit, the pacemaker was unable to be interrogated and a code displayed indicating the device was in safety mode. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.